Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 failed to open during a recovery attempt. A field service engineer verified that the drawer opened, identified cubie pocket a4 as failed, coordinated with pharmacy staff for recovery requiring pharmacy-level access, confirmed the failure followed the cubie across different row trays using the hardware test application. The fse confirmed that the pharmacist successfully recovered the failure and released the cubie and completed final functional testing with normal results. The system functioned as intended after the field service engineer repaired the device.